Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k053529.

Manufacturer narrative:
Follow-up # 1 (10/07/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on september 21, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultra2 meter would not power on. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach him by telephone. On (B)(6) 2011, the smss mailed a letter requesting the patient contact medical surveillance. On approximately (B)(6) 2011 the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. One week later, the patient experienced the symptoms of sweating, shaking, nausea and pallor. The patient was taken to the emergency room, where his blood glucose level was tested to be 62 mg/dl and 40 mg/dl. The patient was admitted to the hospital. It would have been helpful to determine what meals and medications the patient took while he was unable to test his blood glucose level, what happened for the patient prior to the onset of symptoms, who contacted emergency services, what treatment the patient received, his admitting diagnosis, his expected blood glucose readings and if the patient had a backup meter. The patient reported he manages his diabetes with humalog insulin on a sliding scale and levemir insulin six units per day. Troubleshooting revealed the meter's battery did not need to be replaced. The issue was not resolved, as the patient did not have any test strips available. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the meter power issue, and received emergency medical attention. Therefore, this complaint is being reported.